Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387s-40, lot# va0c3kd, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0c6y3, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation and therapeutic effect on the left side. He had a return of symptoms and lack of control. This was considered a sudden change in (B)(6) 2015. He checked the device with his programmer and therapy was on. He intended to ask his healthcare provider (hcp) if he should be seen or increase the stimulation. The patient's indications for use were parkinson's dual and movement disorders. There was no intervention or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.